Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl acetabular system right hip; reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
13 aug 2015 - update - patient is bilateral - for left hip see (B)(4). Rcvd reasons for revision: alval, pain, high mental ions, limited range. Of movement, added s-rom sleeve, patient name, dob, update claimsuite states revision date as (B)(6) 2015 - querying as states both left and right were revised at the same time - yet right revision was to take place on (B)(6) 2011 as recorded on dint system - (B)(4). 17 aug 2015 - rcvd copy of anaesthetists invoice that states bilateral hip revision on (B)(6) 2015.